Event description:
The device(s) were implanted in 2003. In 2004, the facility's charge nurse informed the MFR's (MFR) territory manager of the following: three days earlier, the pt presented for dialysis and was not feeling well. Because this pt just completed antibiotic treatment for a sinus and ear infection, the staff drew blood cultures. Positive blood cultures, negative coag staph. The MFR's territory manager reinforced the use of the infection algorithm. No further details provided at this time.